Event description:
It was reported that the customer had a set change and noticed that there was damage around the reservoir and battery compartment. Customer's blood glucose level was 3.9 mmol/l. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)